Event description:
It was reported that a patient underwent a hemicolectomy on (B)(6) 2013 and suture was used. It was noted that one of the suture foils had a hole in it. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 12/26/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The defect for a hole in the cavity is representative of handling and not attributable to the manufacturing process. The hole is due to pressure on the outside of the cavity pressing against and over the plastic tray inside.